Manufacturer narrative:
Additional device product codes: gff; gfa; hwe. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date a drill bit became stuck on the guide and could not advance. The patient was not affected. A few minutes were taken to switch to an alternative drill bit. The surgery was completed without further issues. This report is for one (1) 13.0mm cannulated drill bit 300mm. This is report 1 of 1 for complaint (B)(4).